Event description:
It was reported that during a laparoscopic gastric bypass procedure, pneumo could not be established as gas kept leaking from the ports. There was a hissing sound also indicating the trocars were leaking. Procedure prolonged 15 minutes. Converted to open to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.